Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is considered likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the voyager was inflated but the balloon ruptured at 3 atm during the first pre-dilatation. Another voyager was used and the procedure was completed with implanting another company's stent. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, lesion calcifications, lesion tortuosity, or insufficient preparation prior to use. Reportedly, the lesion treated in this procedure was heavily calcified, which could have contributed to mechanically damaging the surface of the balloon such that upon inflation the balloon ruptured. A definite root cause for the balloon rupture cannot be determined.